Event description:
It was reported that during surgery for a new implant, the physician attempted several times over the course of about 2 hours to steer leads in the epidural space and was not successful. There was no device malfunction. The physician felt the difficulty was due to the pt's anatomy. The implant was aborted. The pt's status following the procedure was unk. Reference MFR report #6000153201105285.

Manufacturer narrative:
(B)(4).